Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4). Investigation summary the device was sent to the service center for repair. Moisture damage was found inside the hand piece. A defective motor and damaged o-rings were replaced. The locking system was also upgraded. No further information regarding the cause of the defect has been provided to help determine a root cause for this failure. This complaint can be confirmed. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field this report is being filed as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
It was reported by the affiliate in (B)(6) that their tornado hand piece did not fit well into the socket, and stopped during the work. There was no potential harm or delays. The procedure was completed, but not reported how. There was patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Result codes: upon further investigation, it was determined that the result codes reported on the initial report were not accurate representation of the investigation. Therefore, the result codes have been updated accordingly to reflect the correct information. Investigation summary the device was sent to the service center for repair. Moisture damage was found inside the hand piece. A defective motor and damaged o-rings were replaced. The locking system was also upgraded. No further information regarding the cause of the defect has been provided to help determine a root cause for this failure. This complaint can be confirmed. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.